Manufacturer narrative:
The facility reported their dsd edge automated endoscope reprocessor was giving an error that indicated that the water temperature was too low to achieve high level disinfection (hld) in accordance with the chemistries indications. To alleviate the error, it was reported the facility would pour hot water into the basin mid-cycle to increase the water temperature continue the cycle. The user was not following the aer user manual. Medivators advised the facility to stop pouring hot water into the basin. They were informed of the appropriate actions to correct the error. There is potential of incomplete disinfection of an endoscope and thus lead to patient cross-contamination. To date, there have been no reports of patient harm. Report issue caused by user error.

Event description:
The facility reported their dsd edge automated endoscope reprocessor was giving an error that indicated that the water temperature was too low to achieve high level disinfection (hld) in accordance with the chemistries indications. To alleviate the error, it was reported the facility would pour hot water into the basin mid-cycle to increase the water temperature continue the cycle. The user was not following the aer user manual.